Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system experienced recurring multiple drawer failures with device not detected on bus error. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced recurring multiple drawer failures with "device not detected on bus" error. A field service engineer was unable to replicate the issue, reseated the row board, retractable band, and bus cable as a precaution and performed functional and inventory testing successfully. The system functioned as intended after the field service engineer investigated the device.